Manufacturer narrative:
The subject device was returned to the service center for evaluation; however, the device evaluation is still pending. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the device was found with no image, image is dark. There was no patient involvement reported on this event. No user injury reported.